Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited loss of capture and pacing impedance measurements greater than 3000 ohms on the atrial channel. An x-ray revealed the angle on the lead was at less than a ninety degree bend. Additional testing was performed with the pacing system analyzer (psa) and normal measurements were observed. A revision procedure was performed and it revealed that the lead was not fully inserted into the device header. The lead was secured in the header and the issues were resolved. No additional adverse patient effects were reported.